Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was loss of image during the procedure. The procedure was completed successfully with a replacement device.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: blue screen. Confirmed failure: front panel upgrade, video intermittent; transition board. (B)(4).

Event description:
It was reported that there was loss of image during the procedure. The procedure was completed successfully with a replacement device.